Event description:
It was reported that prior to the replacement procedure for the patient's implantable cardioverter defibrillator (ICD), interrogation displayed an electrical reset message. This was followed by the inability to regain telemetry. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted which caused a no-telemetry/no-output condition. Since there was no existing field save to disk (s2d) data and none could be extracted because of the as-received state, the original reported power on reset (por) was not confirmed. When powered by an external supply, hybrid analysis demonstrated that the device was fully functional and the system current drain was nominal throughout the analysis; no por was generated. There was no evidence of high voltage arcing. Hybrid analysis did not identify any anomalies that would account for the reported por or the depleted battery. Battery analysis revealed a lithium (li) plating breach found along the top edge of the anode separator adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.